Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred after filling with saline (non-baxter product) and during filling with fluorouracil (non-baxter product). Filling was performed manually using a syringe. It was reported that the device was not laid sideways, received no impact or shock, and was not refilled. The reporter stated that the ruptured bladder was not in the footed position nor detached from the stress member assembly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) . Evaluation summary: the device was returned for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the ruptured bladder identified markings located on the exterior surface, near the rupture line. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured november 18, 2013 ¿ november 19, 2013. The cause of the condition was not able to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.